Manufacturer narrative:
As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefor tried sto receive more information for this case. Additional information as follows was requested at complainant on october 7, 2016: ¿ any device identifications and control number(s) used (ref; lot); ¿ the name of the surgeon, ¿ the availability of the affected product(s) (non-availability with a rationale), ¿ the nature and details of the complaint, ¿ exact event date, ¿ exact dates of implantation and revision date, ¿ surgical reports of implantation and revision, ¿ all available x-rays during time in- vivo with printed date, ¿ all available intraoperative pictures, ¿ patient dob, weight, height, bmi and all relevant history. On october 11, 2016 we received the answer from the materiovigilance correspondent from the hospital that she couldn't obtain additional information for this case. Due to this information we have not asked again in the hospital for more information. Trend analysis: not available, as the item number is unknown. As no lot number was provided for the device, the device history records could not be reviewed. An e-mail requesting missing device data information was sent on month day, year. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event description (event details, per) - event summary: it is reported that the patient had a cedior knee prosthesis implanted in 1994 and underwent revision surgery approximately 22 years later, on (B)(6) 2016, due to implant breakage. It is reported that the patient had a ligament surgery in 1991 (lcp synthetic ligament ligastic®). Review of received data - the surgical notes of revision surgery dated (B)(6) 2016 are available for review. The notes describe that the patient was revised due to total knee prosthesis breakage at the right knee implanted in 1994. After opening of the joint, a voluminous quantity of metallosis is found intraarticularly. Two metallic bodies of approximately 10mm are removed. The patella is transferred (moved apart) as its dislocation is impossible. Inflamed synovia is sent for a bacteriological analysis. Removal of the femoral insert by using the instruments. Removal of the polyethylene and of the tibial baseplate without problem as it's partially loosen. Removal of the cement fragments, removal of the patellar component that is almost completely used. Lavage and e removal of synovial and the remaining metallosis. Tibial resection and implantation of a new total knee prosthesis (sks system from aston medical) with resection of the lcp synthetic ligament. No other conspicuousness with regards to the reported event. Patient is male approximately (B)(6) and in overweight ((B)(6)). Devices analysis - two metallic pieces were returned for investigation. The two pieces probably are pieces of the posterior support for the posterior-stabilized femoral component. The two metallic pieces are damaged and the analysis of the fracture surface is therefore impossible. The metallic pieces shows wear and polished areas as well as some scratches. No other conspicuousness. Root cause analysis: the patient had a cedior knee implanted in 1994 and was revised 22 years later due to implant breakage. Only the two metallic pieces of about 10mm were returned for investigation. The pieces most probably are part of the posterior support for the posterior-stabilized femoral component. However, on the returned pieces there is no reference and lot number which could confirm the origin of the pieces. As only two damaged metallic pieces are available and not the complete femoral component, the visual examination does not reveal any conspicuousness with regards to the root cause of implant breakage. Additionally, neither x-rays, patient labels, nor implantation operative notes were received; therefore the condition of the all the other components (femoral component, tibial component, insert,....) Is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High mpact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. It is only known that the patient is approximately (B)(6) and has a bmi of (B)(6). Conclusion summary: in conclusion, due to significant lack of information, it is impossible to find an exact root cause for the implant breakage. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer received only two fragments (metal fragments of about 10mm) on october 12, 2016. No x-rays were received for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4). Two (2) fragments received, investig. Ongoing.

Event description:
It was reported that the patient was implanted an unknown cedior knee implant in 1994 on the right side. (As the exact implantation date is unknown the last day of the year 1994 was taken as implantation date.) The patient underwent a revision surgery on (B)(6) 2016 due to the breakage of the device.